Manufacturer narrative:
Gehc recommended replacement of the speaker. No report of patient involvement.

Event description:
The hospital reported that, during boot-up, the unit had an alarm speaker failure. There was no report of patient involvement.